Event description:
It was reported from an implant card that high impedance was observed. The patient had a full replacement due to battery depletion and high impedance. The high impedance was first seen in (B)(6) 2017. It was stated that the lead coil was left in place and rest of lead discarded. Explanted generator was also discarded. No additional or relevant information has been received to date.